Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report from the patient who was treated with coolsculpting on (B)(6)2019 to lower abdomen using the cooladvantage+ with coolcore contour applicators, on (B)(6)2019 to flanks (love handles) using the cooladvantage with coolcore contour applicators, and on (B)(6)2019 to lower abdomen using the cooladvantage applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6)2021. Physician confirmed the reported ph and described tissue as soft, nontender, nondistended, spongy adiposity, localized. The patient was concerned their lower abdomen looks separated, disconnected, not normal, and "it feels soft". Physician reported "patient complaining of numbness in the treatment area a year after the procedure. Patient was never complaining of those symptoms right after treatment, or three months later. She did not return for follow up pictures after the three month period." Patient was dissatisifed with results.

Event description:
Allergan aesthetics received a report from the patient who was treated with coolsculpting on (B)(6) 2019 to lower abdomen using the cooladvantage+ with coolcore contour applicators, on (B)(6) 2019 to flanks (love handles) using the cooladvantage with coolcore contour applicators, and on (B)(6) 2019 to lower abdomen using the cooladvantage applicators, who developed paradoxical hyperplasia (pah/ph) on lower abdomen after treatment, diagnosed on (B)(6) 2021. Physician confirmed the reported ph and described tissue as soft, nontender, nondistended, spongy adiposity, localized. The patient was concerned their lower abdomen looks separated, disconnected, not normal, and "it feels soft". Physician reported "patient complaining of numbness in the treatment area a year after the procedure. Patient was never complaining of those symptoms right after treatment, or three months later. She did not return for follow up pictures after the three month period." Patient was dissatisfied with results.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.